Event description:
Customer informed our sales department that one of our products was involved in a case where the patient suffered a bump on the nose.

Manufacturer narrative:
We do not assume that the deviating torque screw or the worn helicoil contributed to the incident described. It cannot be excluded, that the defect openlock mechanism has contributed to the unintended movement of the patient which led to the bump on the patiens nose. The unintended rotation of the 2 pin holder with the open lock mechanism in locked position cannot be undetected by the user during inspection of the device before use. No serious injury was reported in this case, but as there was a potential risk reported we decided to report this case.